Manufacturer narrative:
The astral tubing was returned to the resmed manufacturing facility in (B)(4) for an extensive engineering investigation. The investigation determined that the fault was due to the internal tolerance of the pressure port. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that an astral device had a faulty pressure port. There was no patient injury reported as a result of this incident.